Manufacturer narrative:
Concomitant medical products: product ID: 0910945, serial# (B)(4). Product ID: 0910945, serial# (B)(4), implanted: (B)(6) 2018. Product ID: 3887-45, lot# 0212546561, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 0910945, serial/lot #: (B)(4), ubd: 15-jun-2020, UDI#: (B)(4). Only the month and year are known. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a trial patient. It was reported that during the trial an additional lead was attempted to be placed during a second "or" with the patient. The lead broke during the procedure while trying to place the lead. An x-ray showed kinking of the lead between pole 0 and 1. The lead was removed, not used, and not implanted. The patient was doing fine.

Event description:
Additional information received reported that a 3rd lead was attempted to be placed on (B)(6) 2018 to cover the entire pain area which was not covered completely with only 2 leads. It was noted that the 3rd lead was implanted and the patient was doing fine. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 0910945 serial# (B)(4) product ID 0910945 serial# (B)(4) implanted: (B)(6) 2018 product ID 3887-45 lot# 0212546561 implanted: (B)(6) 2018 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 0910945, serial# (B)(4), explanted: product type lead product ID 0910945, serial# (B)(4), implanted: (B)(6) 2018, product type lead: product ID 3887-45 lot# 0212546561, implanted: (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.